Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure. It was reported that the ra lead subsequently exhibited intermittent undersensing of p waves. Reprogramming was carried out. It was reported that that the ra lead subsequently exhibited intermittent far-field r wave oversensing. Reprogramming was carried out. The ra lead remains in use. No patient complications have been reported as a result of this event.